Event description:
During closing of operative wound a needle broke and both halves were lost in the field. The wound was explored and no needles found. Post-op x-ray revealed 3/4 inch piece of needle. The pt was reintubated. The upper seven staples were removed and using c-arm guidance the needle was identified and removed. All products with the same lot # were removed from stock.